Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had to be repositioned multiple times due to poor sensing. Final lead position indicated good parameters. Patient then showed signs of cardiac tamponade from perforation. A small effusion was seen on echocardiogram. The lead remained in use. The patient presented to the hospital two and half weeks later with vegetation present on the leads and positive blood cultures. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: a2dr01 implantable pulse generator: (B)(6) 2014. (B)(4).